Event description:
The pt reported that on (B)(6) 2012, she was in the hospital with high blood glucose (bg). She was also sick at the time and was unsure if the device contributed to the event. It was discarded. No specific bg history, diagnosis, or treatment was reported.

Manufacturer narrative:
Device was not returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia and hospitalization. No device problem was specified by the caller. No product lot number was reported, therefore no qualification record review was performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "any physical stress can cause your blood glucose to rise, and illness is a physical stress. Your healthcare provider can help you make a plan for sick days. The following are only general guidelines. When you are ill, check your blood glucose more often (at least once every 2 hours) to avoid dka."